Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had no idea when he lost therapy or when tremors returned. It was noted that the ¿patient was just shaking.¿ it was noted that the patient fell a few weeks prior to the report. It was noted that the patient had other medical issues and that the patient was confused ¿if they affected his tremor.¿ it was further reported that health care professional (hcp) was unable to read implantable neurostimulator (ins) with physician programmer. It was further noted that there was a possibility of a dead battery. It was noted that it was unknown if a battery replacement would occur. It was further noted that it was unknown what settings the patient was on. It was noted that previous devices had lasted longer but it was unknown if the patient was ¿programmed past the doubler.¿ it was noted that the patient's device "should not be at the end of battery life," but hcp assumed it was a dead battery. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had not been seen by the physician since 2011 and had not reported any problems to the physician¿s office. It was noted that the patient was to contact the physician. Additional information received reported that the patient was evaluated at this doctor¿s office for the first time about 1.5 months ago. The patient¿s system was interrogated and the battery was dead. It was noted that the patient had suspicious lesions with a concern for metastic cancer, so the system was not a concern for the patient. The patient did not want to have anything done.

Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0118540v, implanted: (B)(6) 2002, product type: lead. (B)(4).